Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ closed IV catheter system separated from the hub and the tip remained in the body. The patient received an ultrasound and the remaining catheter was removed under general anesthesia. The following information was provided by the initial reporter: "2.22 in the department of pediatrics, a (B)(6) patient was indwelled with the xiangma indwelling needle behind the ear. In the evening of 25th, when the catheter was rinsed with normal saline, the puncture point was found to be swollen. After extubation, the catheter was found to be incomplete, with 1.5cm of catheter tip left in the body. The hospital requires that the unused products of the same batch be replaced, and the test data and complaint reply letter should be provided".

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1320178. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. One defective sample was returned , the sample gauge was 24g, the p/n was 383078, the sample had been used, the broken length of the catheter was about 16mm, and the residual was about 3mm. The defect sample was examined under the microscope, the surface of the catheter had no defects of raw materials.the catheter had no obvious deformation. The catheter broken surface was not smooth,and the position of the broken catheter was slightly white (the catheter will be whiter than the original after being stretched). There was a large "v" crack at the root of the catheter about 0.06mm near the catheter hub, which accounted for about 1/2 of the diameter of the catheter,and the crack surface was not smooth. 30 samples related testing, inspection catheter appearance, catheter ID testing, catheter od testing, catheter bending resistance test and catheter pull force test ,results all met the requirement. Note: catheter pull force requirements -- test catheter pull force after soaking it in a water bath at 37 simulated human body temperature for 36 hours. According to the crack position of the returned sample, the crack was at the root of the catheter and was very close to the catheter hub, which was only about 0.06mm after measurement. If the crack had existed prior to the use of the product, it would have been exposed to air after using, which would lead to leakage issue, that could have been found the first time. However, hospital found the abnormity till three days using, that means this sample was good before using and using in the three days. H3 other text : see h10.

Event description:
It was reported that bd intima ii¿ closed IV catheter system separated from the hub and the tip remained in the body. The patient received an ultrasound and the remaining catheter was removed under general anesthesia. The following information was provided by the initial reporter: "2.22 in the department of pediatrics, a 5-month-old patient was indwelled with the xiangma indwelling needle behind the ear. In the evening of 25th, when the catheter was rinsed with normal saline, the puncture point was found to be swollen. After extubation, the catheter was found to be incomplete, with 1.5cm of catheter tip left in the body. The hospital requires that the unused products of the same batch be replaced, and the test data and complaint reply letter should be provided".